Event description:
The pt underwent breast reconstruction with mentor siltex gel-filled devices. The pt underwent surgery 5 yrs later to correct a symmetry issue when a large seroma and fibrinous gelantinous tissue were discovered under the implant. The tissue was sent for culture and came back as alcl. The device was discarded. (B)(4).